Manufacturer narrative:
The reported complaint was confirmed via pictures of the damage. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful therefore an evaluation could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Upon receipt of the device, the configuration card of the central control monitor (ccm) was hard to remove from the slot. After getting the card out, it was found that there were bent pins in the card slot. There was no patient involvement.